Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this 25mm bioprosthetic valve, the valve could not be seated properly and was explanted and replaced with a 23mm valve. The valve was parachuted down and approximately half of the sutures were tied down. When the valve could not be seated, the sutures were cut and the valve was removed. This extended the procedure approximately 30 minutes. The surgeon sized the valve according to medtronic's instructions for use, but the 25mm valve appeared at least 2mm larger than what the sizer indicated was appropriate for the patient. No additional adverse patient effects were reported.